Event description:
Additional information was received that noise resulting in oversensing was observed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, noise was observed on the right atrial (ra) lead. There was suspected lead damage but it was confirmed. An additional surgery was performed. The patient is stable.